Event description:
A healthcare facility in michigan has reported via a fisher & paykel healthcare (f&p) field representative that there was no change in pressure when the knobs were turned on a rd062 neopuff spare fascia & valve. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: device details were not received from customer. Section g4: rd062 is the neopuff spare fascia & valve assembly for rd900 neopuff and the 510(k) for the neopuff is k971695. Section h4: device manufacturer date details were not received from customer.